Event description:
MRI ventilator was moved across a floor safety zone (200 gauss marker) and flew into the MRI scanner. Luckily, there was no pt in the scanner at this time. Device: siemens maquet, servo I, serial # (B)(4). Also see (B)(4). Diagnosis or reason for use: routine MRI in sedated pts. Event reappeared after reintroduction? No.